Event description:
It was reported that the pump was not administering correct dose and requires software update. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed, and the reported issue was confirmed. Preventative maintenance was needed along with a software upgrade. Following repairs the device passed all testing.